Event description:
It was reported that the patient's implantable cardioverter defibrillator was found inappropriately in back-up operation. Further information was requested but not yet received.

Event description:
New information received notes that the device was successfully restored to nominal settings. The patient was stable.